Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges and that some alarms occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping details and warranty status, provided instructions for storage mode, return of problematic pump within 10 days, and setup of pump settings and connected glucose monitor on replacement device, all of which customer understood and acknowledged.